Event description:
It was reported that the implantable neurostimulator (ins), specifically the screw, would not secure the lead. As a result, the ins was not implanted as another ins was used. Diagnostic testing or troubleshooting was performed, but details were unknown. The patient was reported as alive with no injury. No symptoms were associated with the event.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0pda7; product type lead product ID neu_wrench_acc; product type accessory. (B)(4). Analysis of the implantable neurostimulator found that the setscrew was backed out too far. Additional observations included a scratched connector module.